Event description:
The user facility reported a 62-year-old was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported the impella 5.5 was placed direct post coronary artery bypass graft (CABG). Pump was inserted successfully and there were no issues weaning off bypass and on to impella support. Upon chest cavity closure, patients flows dropped. Volume was given and pump was repositioned under echo. Surgeon found that most adequate flows were achieved when pump was deep and opted to leave pump. Upon repositioning, flows immediately saturated at 4.3/4.3l on p4 and purge pressure dropped to 2cc/hr. Patient became hemodynamically unstable and position alarms became constant despite pump being in good position. Impella proceed to briefly stop twice. Decision was made to emergently take patient to or for explant once in or, pump stopped two additional times but restarted immediately. After visualizing pump post explant, a large thrombus was noted in the inflow cage as well as around the motor housing. Unclear whether pump ingested this clot in or in ccu upon repositioning.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported positioning issue, pump stop, and thrombus has been completed. The pump was returned for investigation. Significant biomaterial was observed on inlet cage, cannula and impellor. No other physical abnormalities were observed. During testing, the pump ran successfully after removal of biomaterial. Data logs shows the pump stop at the end of case with motor current high alarm but then it is able to restart and support resumed until it stops again and is not able to be restarted. The cause of the temporary pump stop issue was most likely due to biomaterial. The cause of the positioning issue was most likely use related based on provided clinical information.